Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new item set up under issue to order number was not saving correctly. A technical support specialist (tss) found that the system showed 1 instead of 3 and the correct configuration was required enabling either single dose with auto waste or fractional dosing for the system to record and dispense medications as intended. Further the tss guided customer to set up the settings to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000 while setting up a new item, the value 3 under issue to order number was not saving correctly and it should display as 3. The user confirmed that 10 mg is in vial 10, but the system was currently displaying 1. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.